Event description:
It was reported the patient was 3 weeks out from acl tunnel bone grafting with dowels procedure which occurred on (B)(6) 2021. That was the first stage of a revision from an acl procedure from years ago. During the first follow up a week post op on (B)(6) 2021 the patient had mild pain and moderate swelling. On (B)(6) the patient went to the emergency department reporting the swelling and pain has increased. On (B)(6) 2021 he came in to see the doctor and the exam reported active drainage over the incision and was diagnosed with an infection. It was determined all of the implanted items will need to be removed including the allosync putty and two dowels. Additional information: the dowels (not an arthrex item) were reamed out along with the putty. The only arthrex product removed during this procedure was the abs-2014-10.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a patient-specific event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(6).